Event description:
On 04/05/2012, olympus biotech pvg learned of an adverse event in the literature: papanna, mc, et al, "the use of bone morphogenic protein-7 (op-1) in the management of resistant non-unions in the upper and lower limb", in injury, 2012 [epub ahead of print]. A (B)(6) female who received osigraft as part of an unspecified procedure to treat a non union of a closed tibial fracture developed a superficial wound infection. The infection was reported to have resolved after a course of oral antibiotics. No systemic or allergic reactions were encountered after application of bmp-7. Additional info will be requested from the authors.

Manufacturer narrative:
Source of report (literature): sequence number: 1. Author: madhavan c papanna, n al-hadithy, b somanchi, m sewell, p robinson, s khan, r wilkes. Journal title: injury. Year: 2012. Article title: the use of bone morphogenic protein-7 (op-1) in the management of resistant non unions in the upper and lower limb.